Manufacturer narrative:
All available information was investigated and the returned device analysis confirmed the reported clip actuation issue and the physical resistance/sticking of the arm positioner. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product issue. The observed scratched actuator coupler, broken l-lock tabs, and frayed lock line and gripper cover appear due to procedural conditions related to troubleshooting. The reported clip jumpiness was likely related to the unintended curves/tension on the device. The cause for the reported clip actuation issue could not be determined. The investigation determined the reported clip actuation issues and physical resistance of the arm positioner appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.h6: medical device problem codes 1069 and 1262 were removed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the broken tabs and frayed lock line and gripper cover. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was difficult with a lot of shadowing. The clip delivery system (cds) was advanced and the leaflets grasped however the mr was unable to be reduced therefore the cds was removed. During preparation of the 2nd cds, the arm positioner was stiff. The cds was inserted and advanced to the mitral valve when the imaging machine malfunctioned. Another machine was brought it however would not work therefore a third machine was used. The clip was opened in the left atrium (la) and again, it was noted the arm positioner was stiff and the clip arms were not actuating smoothly. The clip was oriented over the valve however the physician had then crossed under the valve and the cds was in the wrong position. An attempt was made to invert the clip to bring it back to the la however the clip arms did not open past 180 degrees. An attempt was made to close the clip however it would not close. Troubleshooting was performed and the clip was able to be retracted to the la and the clip arms were able to close. The cds was removed from the patient. Another clip was implanted, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. Return device analysis noted the l-lock tabs were observed broken and the two broken pieces still inside the connector window. The lock line was observed to be frayed at the harness and the gripper cover was also frayed. No additional information was provided.